Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The evaluation of the actual device could not be conducted due to the device not being returned. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that a normal process was performed using an angio-seal device. However, at the time of searching for the lumen of the artery, there was no blood return. It was noted that the lumen of the angio-seal introducer had been covered in a thrombus. When washing it with heparinized solution it could not be uncovered. Another similar device was used and worked well. The patient condition was reported to be ok. The second device was used to complete hemostasis.